Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 24-jan-2019: "risk of acetabular protrusion is low in rheumatoid arthritis patients treated with bipolar hemiarthroplasty for displaced femoral neck fractures without rheumatoid change in hip joints" was reviewed for MDR reportability. The article indicates 25 hips were implanted (depuy bipolar hemiarthroplasty and depuy stem (cstem or charnley). Stems were cemented-unknown cement was used. The article finds that one patient ((B)(6) year-old female) was implanted with a c-stem for a displaced femoral neck fracture. One year after her doi, a 1.5mm proximal migration was observed. Six years later there was no more migration noted and the patient hasn¿t been revised. The study noted no patient experienced any hip related pain after their procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.